Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that was around the operative site (including on/around the drape). There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) at the end of a caesarean section. The esu was used with a handle manufactured by the fiab company. At the end of the surgery, the unit was being used to coagulate small superficial blood vessels. Then, a spark from the tip of the handle ignited the surgical drape. The combustion/fire resulted in the patient being burned. As a result, the patient suffered 1st and 2nd degree burns/necrosis. The sizes of the affected area were: lower abdomen 10 cm x 4 cm, left leg 10 cm x 5 cm, right leg 8 cm x 1 cm, and pubic area 1 cm x 2 cm. To address the issue, the patient underwent plastic surgeries and prolonged follow-ups are expected.